Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a wet case and packaging was confirmed and the damage appeared to be associated with shipping conditions outside of bd control. Two boxes and ten catheter kits were returned for evaluation. The outer box, which showed no damage, was a medline box which contained a damaged bd case of ten powerglide pro catheter kits. The inner box that contained the kits was deformed on all sides and showed discoloration that was consistent with exposure to fluid. The case label wrapped around a corner of the box and was torn. Of the ten kits, three showed discoloration. On all three of the kits, the discoloration was on the tyvek along the seal, and one of the kits also had discoloration on the label. However, there were no breaches in the packaging seal and no discoloration on the contents of the packaging. Due to the visible damage and discoloration, the complaint of water damage was confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via phone call that customer received their shipment and one case was all wet. 08/02/2021 - three samples were returned to the manufacturer. The samples were sealed and exhibited wrinkling and signs of water damage. This report addresses the third returned sample.